Event description:
The user facility reported that upon opening the packaging of the destination product, it was noticed that the grey tip of the destination has lifted off or is coming off from the sheath. The procedure was completed successfully. There was no impact of event on patient. Additional information was received on 18sep2023: the device was not used on the patient. The patient was stable. There was no known affect as a result of the event. Additional information was received on 19sept2023: it was confirmed that the product was not used on the patient and there is no known effect on the patient as it was discovered upon receipt/preparation.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: requested, unknown. A review of the device history record of the product code and lot number combination was conducted with no findings. One 6fr destination sheath with its dilator fully inserted was returned for evaluation. The tip of the sheath was visually assessed. Blood from the procedure was visible on the sheath. It was deformed with the tip crinkled inwards and fraying at the tip edge. The complaint can be confirmed for deformation of the sheath tip based on the condition of returned device. The exact root cause could not be determined. Historically, deformations of the sheath tip occur during insertion, as the destination sheath tip is atraumatic and designed to prevent damage to the artery if faced with resistance. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).